Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded multiple episodes of atrial tachy response (atr) and pacemaker mediated tachycardia (pmt). Device data was sent to rhythmcare for review. Data review determined this crt-d exhibited oversensing of the atrial channel resulting in inappropriate atr episodes. Rhtyhmcare then discussed programming options to be considered. This device remains in service. No adverse patient effects were reported.